Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states he gets a 5 flash...then a 3 flash. A 5 flash is a left brake code...meaning right side. A 3 flash is a left motor code...meaning a right motor.